Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon tried to lock the insert to the baseplate. The locking was not enough, so he tried to remove the insert from the baseplate. When the insert was removed once, the wire of the insert came off easily. There was no spare product, so the wire was assembled again by the surgeon.

Event description:
It was reported that the surgeon tried to lock the insert to the baseplate. The locking was not enough, so he tried to remove the insert from the baseplate. When the insert was removed once, the wire of the insert came off easily. There was no spare product, so the wire was assembled again by the surgeon.